Event description:
In (B)(6) 2011, I received a gynecare prolift+m order code: pfrto2 for total pelvic floor repair system along with advantage transvaginal mid urethral sling system as a bladder strap. Since that time, I have had surgery for pelvic mesh erosion repair on (B)(6) 2011. To date, I am still having issues and now have mesh protrusion out of the vaginal wall. I am having hip pain, vaginal pain, painful intercourse, slight rectal bleeding, constipation. Currently under ob/gyn care as complications keep arising. The bladder sling has not been effective and I still have urinary incontinence. Since the bladder strap surgery, I have now started having pain around incision sites and a continuous burning not due to infection. I am now looking at a possible second surgery for another revision of the prolift and have a follow-up appointment to possibly have the sling removed or adjusted. Reason for use: pelvic prolapse and urinary stress incontinence.